Event description:
Same patient as MFR report #: 2134265-2010-01886, 2134265-2010-01887, 2134265-2010-01888, 2134265-2010-01890. It was reported that post a coronary stenting treatment procedure the patient presented with a possible hypersensitivity reaction. In (B) (6) of 2005 the patient presented with jaw pain, shortness of breath, blood pressure changes, angina and a myocardial infarction. A 2.75x12mm taxus express2 drug eluting stent was implanted in the lesion. Due to continuing symptoms, one month later in (B) (6) 2005, two new lesions were treated by placement of a 3.0x20mm taxus express2 stent and a 2.5x24mm taxus express2 stent. In (B) (6) of 2005 the patient had a 3.5x24mm stent placed in another new lesion due to continuing symptoms of chest tightness and loss of endurance. Almost four years later in (B) (6) of 2009 the patient reported a continuation of symptoms and a new 90% stenosed lesion in a severely tortuous vessel was treated with a 4.0x24mm liberte¿ bare metal stent. While in the hospital post implant it was reported that the patient ¿crashed¿ and had a severe drop in blood pressure that was attributed to paclitaxel; the dose was adjusted. In (B) (6) of 2010 the patient had a non bsc stent placed in another new lesion. Since the implant of the last stent the patient reports continued angina, shortness of breath, fainting, ¿nerve tingling and shocks,¿ and ¿heat sensations¿ in his limbs. The patient was referred to an allergist and presented with symptoms of chest pain, shortness of breath, itching, pain radiating down the arms, anxiety and seizure like symptoms. The patient was diagnosed with and treated for a fungal infection and is going to be tested for a possible hypersensitivity to the stents. The physician noted that at this time the patient¿s symptoms are idiopathic in nature. Symptoms continue as of the date of this report and the patient is reported to be taking aspirin as well as herbal supplements.

Manufacturer narrative:
(B) (6). If implanted, give date - (B) (6) 2009. Event date - (B) (6) 2010. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).